Event description:
The customer contacted baxter's technical service center (tsc) regarding help with repriming the patient line. The home patient (hp) stated that the patient line solution had come out from the top and then went back down the line a few feet. The baxter technical service representative (tsr) verified that the patient line cap was in place and the patient line was properly in the holder. The tsr found that there were 2 bags on the heater cradle. The tsr had the hp remove the supply bag from the heater leaving only the heater bag on the cradle. The tsr had the hp reprime the patient line and the patient line primed all the way to the top and stopped. The tsr advised the hp not to stack bags on the heater during priming. The hc was at connect yourself. The hp would connect when ready. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2012 regarding the report of an overprime. The hp reported that the issue was resolved. The hp said he did not have much space which was why the bags were stacked. He has, since the over prime, changed his set up. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that he discussed the issue with this nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). This complaint for overprime - leak out of patient line is confirmed because it was reported under the activities section that the patient placed more than one bag on the heater pan. The assignable cause code was use error - more than 1 bag on heater pan. A labeling review found the labeling to be adequate for the use/user error identified in this incident.